Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the recharger (serial# (B)(6)) found a poor recharge quality message, the cable insulation was torn at the donut end, and it failed the antenna temperature test result. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt says they were trying to charge ins last night and got a software problem screen. Details are: 1-intellis 2-3.6 3-58 4-qf_new. Patient (pt) reset controller and then tried to charge ins. Pt reports the controller is discharged and they need to charge it. Pt then stated the  recharger (rtm) has been getting "really really hot lately and I have to play around and move the wire to get it to work".  Pt said charged their controller up to 70% once they disconnected with the previous agent and then tried to charge the ins. Pt said they were able to charge to maybe 20-40% and then after 10 minutes, the controller battery was already down to 20%, the rtm had gotten really hot and they received a system problem rm03 error message. A new recharger was requested. Pt mentioned that they were really hurting.